Event description:
One flat j-p drain stretched and broke upon removal with a portion being retained. The break was approximately 2-3 mm from the junction of the white portion of the drain. Patient required a return to the or to remove the retained portion of the drain. The other j-p drain was removed without incident.